Event description:
The company received a report that a patient coded and the details surrounding the event were very limited. The caller reported that the patient was a heart surgery patient and when the nurses checked on the patient the screen on the device was dark. The caller reported that the device was being used with a oxinet iii system. The nurses could not confirm if the oximeter was turned off or the backlight on the device was not activated. The caller is requesting assistance with downloading patient trending during the time of the event.

Manufacturer narrative:
The oximeter was returned to retrieve patient information during the time of the event. The failure investigation team was able to download the patient data and analysis of the data revealed that the device settings were set to 5 hours 53 minutes fast compared to eastern standard time. In addition, a performance verification test was performed on the device and the unit passed all performance test. There were no faults or abnormalities observed with the device. At this time, no further information is being provided by the customer regarding the details surrounding the event. If further relevant information is provided, information will be provided in a supplemental report.